Manufacturer narrative:
Follow-up # 1 (11/30/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on november 9, 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011 at 07:39am, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was inaccurate erratic compared to itself. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began (B)(6) 2011 when the patient reported blood glucose results of "250mg/dl, 70mg/dl and 52mg/dl", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results were outside the expected value of <= 20%. The patient reported he manages his diabetes with insulin. The patient stated that "right after" he obtained the result with the subject meter, he became "sweaty." The patient stated that he made no changes to his diabetes management routine due to the issue. The patient reported that no treatment was required due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being ruled out due to the following conclusions: the product did not cause or contribute to an adverse event as given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms and the patient denied receiving any form of medical intervention. However, this malfunction is being reported because the alleged product issue remained unresolved.